Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (1200 mcg/ml at 250 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. It was reported a low battery reset and safe state alarm was occurring and confirmed by telemetry. A routine dye study was performed on the patient because they were going to be replacing the pump soon due to normal battery depletion. It was noted that within 10 minutes of the priming bolus post dye study, a low battery reset occurred. No symptoms were reported. The pump was reprogrammed and the patient was given oral baclofen in case the pump went to safe state again. A pump replacement was being scheduled. It was further reported by the representative that they had no further information regarding the cause of the event and the patient had been referred for replacement. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the device found high resistance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.